Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition with no appearance of any physical damages. During syringe testing, the syringe empty alarm was found at the very beginning testing. The root cause of the reported issue was found to be a missing screw, nut and washer which connected the carriage and position pot. The was caused by the incorrect assembly by manufacturing. Reassembled the carriage and position pot assembly. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that syringe empty alarms occurred. No patient injury was reported.